Event description:
It was reported that the right ventricular lead exhibited oversensing noise. A lead revision was performed, and the physician confirmed that the lead was fractured. The lead was explanted and replaced. The patient was in stable condition.